Event description:
It was reported that t:slim x2 pump battery would not charge unless caller held charging cable in place or positioned pump in specific way, and charging connection remained unstable despite use of working outlet, tandem charging cable, tandem wall adapter, different wall adapter, and different charging cable; no low power alerts, power source alerts, or shutdown alarms were reported, and silver usb port was not visibly damaged. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place old pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.